Event description:
A patient reported that their meter would give them error 4 and error 5. Both these issues were not resolved. They had perspiration when error 4 and error 5 would show on the meter. There was no medical intervention given. No further info has been reported.